Manufacturer narrative:
On 06 oct 2015 the r&d project manager checked the images received confirming the breakage of the welding. On 14 oct 2015 the r&d project manager checked the retrieved items with the following analysis: we received the following items: cup with the terminal of the handle inside it. Cup impactor handle, without the terminal (because it has remained engaged in the aforementioned cup). During the visual inspection, the handle of the cup impactor has been re-screwed into its terminal, remained into the cup during the surgery. Despite the handle and the terminal were no more welded together (due to the rupture of the welding itself), but only screwed manually, it was possible to disassemble the entire instrument (handle + terminal) from the cup with one hand, holding the cup, without difficulty, as is though to happen during usage, the contact surfaces between the cup and the instrument does not show signs of seizure and are in good condition. The most probable root causes may be identified in an incorrect movement performed by the surgeon during placement of the implant in the acetabulum (for example, an attempt of re-placement of the implant in the acetabulum using the cup impactor, that is not permitted in the surgical technique): these inadvertent errors may have caused the breakage of the welding, which then would lead to the separation of the handle from the terminal that remained into the cup. Batch review performed on 30 october 2015: lot 1212280: (B)(4) items manufactured and released on 19 april 2013. No anomalies found related to the problem. All the items of the lot have been distributed on the market without any similar reported event.

Event description:
Cup impactor broke during insertion of the cup. Top part broke and got stuck on the definitive cup. No particles were left inside the patient. To complete the surgery, another cup impactor from other consignation set was used. Moreover, another cup size 50 (so, same size) was implanted.

Manufacturer narrative:
On 30 dec 2015 it was prepared a final report with the information already submitted in the initial report. On 05 jan 2016 the report was sent to the initial reporter and the case was closed.